Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an alert at the time of implant. The device was explanted. No patient symptoms were reported.